Manufacturer narrative:
The physician was aware of the situation and the issue had been resolved. However, another alert was detected for > 2000 ohms. Clinic aware of on-going lead issue. All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated. The device was electively explanted over two years later with no further reported allegations towards the product. Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. However, visual inspection noted good lead insertion depth from the seal ring marks. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that a red alert was issued for this implantable cardioverter defibrillator indicating high right ventricular (rv) pace impedance. Impedance was consistently >2000 ohms on daily measurements in latitude. No adverse patient effects have been reported.